Manufacturer narrative:
The catheter was connected to a nl950-100 test monitor, (c-1354 calibration due may 24, 2005); the monitor displayed an error code of e02. Code e02 indicates that the catheter was zeroed before being returned (reference directions for use model nl950-100). Next, the eeprom was reset allowing the catheter to be zeroed for investigation. The catheter was then reconnected to c1354 and zeroed. The catheter distal end was connected to the pneumatic transducer tester (c-0611, calibration due july 20, 2005). The pneumatic transducer tester was then set to the following pressure settings of 20mmhg, 40mmhg, 60mmhg, 80mmhg, 100mmhg and returned to 0mmhg; the monitor displayed the following readings: 20mmhg, 38mhg, 54mmhg, 73mmhg, 90mmhg and 0mmhg respectively. The catheter was disconnected and reconnected to the test monitor c-1354 three times; the initial reading was consistent between 0mmhg to-1mmhg. The catheter was then bent at 10cm location; the monitor displayed-1mmhg. The exact root cause of failure could not be determined as the catheter met the required performance after decontamination and zeroing of catheter. The catheter met all functional requirements.

Event description:
The user facility reported to the distributor the catheter was functional and in place for approximately one week. The catheter was disconnected from the monitor for the patient to be transported to CT scan. When the catheter was re-connected to the monitor, the intracranial pressure reading sometimes displayed on the monitor other times it did not. The catheter was removed from the patient.